Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventricular lead dislodged. During revision on (B)(6) 2016 the helix could not be retracted. The lead was explanted and replaced successfully. There were no adverse consequence to the patient.